Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had an attempt of essure (fallopian tube occlusion insert), lot number c12701, insertion on (B)(6)2015. Physician reported that, during the placement procedure, when pulling back the introducer it got stuck and was broken. Everything had to be taken out. The patient had no injuries and bilateral placement was achieved. Ptc investigation result was received on 10-mar-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: as of february 19, no product has returned to us for investigation so we are unable to perform an investigation of the actual device involved in this complaint at this time. If the complained device is returned in the future, a child complaint will be opened to document the receipt and investigation of the returned device. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot c12701 (production date 08-jan-2014 and expiration date 31-jan-2017) was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a detachment difficulty event or a catheter breakage during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 12-mar-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 955 cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment this medically confirmed, spontaneous case report refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure, when pulling back the introducer it got stuck and was broken. The device was removed. Patient had no injury. The reported events, interpreted as complication of device insertion and device breakage were considered non-serious. Device breakage was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. The other event is listed. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, a product technical analysis will be requested to further evaluate the events; nevertheless since they occurred in association with essure placement procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).